Event description:
It was reported that the customer had battery issues on the insulin pump. Caller stated that the battery cap could not be removed. Customer's blood glucose level was 341 mg/dl. Caller was advised to give a shot for their son's high blood glucose level. Caller attempted to remove the battery cap with a quarter and a large screwdriver. Caller was not able to remove the battery cap and the pump had already turned off. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot (p), minor scratched display window, cracked reservoir tube lip, missing end cap sticker. Pump unable to prime during prime/a33 test due to faulty force sensor resistor (gold). Pump passed displacement, basic occlusion, occlusion, no delivery test.